Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-mar-2027, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 13-mar-2027, UDI#: (B)(4)h3: product ID 977a260 serial# (B)(6)was returned for product analysis. Analysis found the stimulator lead body conductor was broken at injex anchor site. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a loss of stimulation/no stimulation. All contacts on the 8-15 were "do not use." The rep tried troubleshooting by reprogramming. The cause per the rep was "likely fractured lead." Settings not available with an inability to adjust stimulation was also reported. The patient had a return of pain.  Lead in 8-15 channel was all "do not use". It was removed and replaced. The other lead was also replaced prophylactically. The issue was resolved with revision. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that rep was notified about the contacts on 6/15/2024.